Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's husband called in to report a hospitalization for low blood glucose levels. It was reported that the customer got out of bed, bumped their head, and was taken to the hospital by the husband. The customer's blood glucose level was 35 mg/dl at the time of incident, but was 129 mg/dl at the time of call. The customer did not report any symptoms. It is unknown if the customer was wearing the device at the time of admission. The perceived cause of the low blood glucose level was that the settings were too high. The customer was treated at the hospital. It was found that the customer's time zone settings were wrong because they recently moved. The customer was helped with changing the time zone and was advised to contact their doctor regarding the low blood glucose levels. Nothing was replaced or returned.